Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported problem of the pump does not pump. Visual inspection found the cause to be a severed motor mount screw jammed beneath the cam lobe preventing proper movement of valve. The cam shaft, valves and fingers were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not pump. There was no patient involvement. No additional information is available.